Event description:
The customer called to report that the buttons on the insulin pump don't respond anymore. The customer then stated that he was hospitalized for a combination of high blood glucose levels and addison's disease. The customer stated that his addison's disease causes his blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.